Event description:
It was reported, during preparation for use for a therapeutic laparoscopic surgery the camera head had abnormal image. The procedure was completed using the same set of equipment. There were no reports of patient harm.

Manufacturer narrative:
E1:(B)(6). E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. The evaluation of the event is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported, during preparation for use for a therapeutic laparoscopic surgery the camera head had abnormal image. The procedure was completed using the same set of equipment. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Since the device is more than 15 years old, the device history record was unable to be reviewed. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor field performance for this device.